Event description:
Caller reported patient noticed the infusion set tubing had split and was leaking while at school. Caller alleges that the leak was happening near where the infusion set connects to the infusion set cannula. Caller stated the patient's mother has noticed that the patient has been experiencing elevated blood glucose levels in the 20's mmol/l (360's mg/dl) and thinks this may be the reason for it. Patient's normal blood glucose range was not provided. Treatment received was not provided. No further information available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The returned used transfer set and unused infusion set were visually inspected and tests for flow and tightness were performed. The test results were within specifications.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.